Event description:
While performing an ankle fusion, the surgeon inserted two screws into an already implanted screw. After verification via fluoro, both were explanted and the threads were found to be partially sheared off. The sheared threads remained in the pt.